Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2015 with the following findings: a review of the black box data showed call service 064 alarms. During testing, the pump performed the ezprime steps with no call service alarms occurring. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the returned battery cap was damaged at the coin slot. The cap was able to secure on to the pump and be removed.